Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin dosing device was dropped, split into two pieces, and lost display function, after which a replacement was arranged and the original was returned. Symptoms included hyperglycemia with a reported blood glucose of 290 mg/dl, without ketone testing, medical intervention, or other assistance. Outcomes included device replacement to restore therapy continuity and patient guidance to use backup therapy and continue cgm use until replacement. Investigation included return and receipt of the device for assessment. Investigation of this device revealed a hardware failure of the display and enclosure consistent with physical damage from impact. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to user handling leading to mechanical breakage.